Manufacturer narrative:
Product analysis: manufacturer's analysis was unable to confirm the customer comment that the external pulse generator (epg) would not sense on the atrial side. The epg passed incoming functional testing. It was indicated that external components were damaged and/or contaminated. The epg was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) would not sense on the atrial side. The epg was returned for service. There was no patient involvement.